Event description:
Patient reported that they had an abscess that developed that required the root canal. #14 had a root canal treatment and pending crown. Requested diagnostic findings to continue treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.